Event description:
It was reported that prior to a device exchange, loss of capture, decreased pacing impedance, and pacemaker mediated tachycardia (pmt) were observed on the device. The device was explanted and replaced due to elective replacement indicator (eri). The patient was stable.